Event description:
It was reported that cgm showed error message 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset successfully started new sensor session without error reoccurring, and no additional corrective actions were reported.